Event description:
A report was receiving that the patient is experiencing uncomfortable stimulation. The bsn rep observed high impedance contacts on the paddle lead. The physician recommended a lead revision as he believes that the paddle lead may be damaged. The patient has stated that he does not wish to undergo a revision.